Manufacturer narrative:
During failure analysis, internal corrosion of the device was noted as the probable cause of the overheating described.

Event description:
The core impaction drill was sent for eval due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.